Event description:
It was reported that the pump had an error code 46440 downstream occlusion seal has cracks. There was no patient involvement reported.

Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during the analysis. The customer reported complaint was duplicated. The root cause is due to the damaged downstream occlusion(dso) seal. The dso seal was found cracked. The dso seal was replaced.